Event description:
Removal of dental implant. The clinician reported the abutment could not be screwed off from the implant, so the implant had to be removed.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The abutment screw returned had damage to the hex which was consistent with customer use and the removal torque on the abutment screw measured was 12.5 ncm. The abutment was easily removed from the implant once the abutment screw was removed.